Event description:
It was reported that while using the bd facs¿ sample prep assistant iii that the washing column of the probe is overflowing. The following information was provided by the initial reporter: the customer reports that the washing column of the probe is overflowing. The customer cleaned the filter (which was clean) but the problem persists.

Manufacturer narrative:
H.6 investigation summary (B)(4) pn: 647205 spaiii sn: (B)(6) awareness: 10/13/2022 opened: 10/13/2022 investigation summary: ¿ scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6) ¿ problem statement: customer reported: overflow washing column ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 13oct2021 to date 13oct2022 (rolling 12 months) ¿ complaint trend: there are 10 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 13oct2021 to date 13oct2022 (rolling 12 months) o complaint data attached ¿ investigation result / analysis: per fse¿s report: general check of the instrument carried out. O replaced the waste miniwash pump assembly ((B)(6)). O performed alignment and tests with complete rack - passed o checked for correct operation o no further issues o sample preparation was not affected. O there was no delay in patient treatment due to any unexpected results. ¿ service max review: review of related work order#(B)(4) install date: (B)(6) 2008 defective part number: 334297 ¿ miniwash assembly work order notes: o subject / reported: overflow washing column o problem description: wash tower is leaking o cause: wash pump assembly o work performed: replaced miniwash assembly o solution: replaced miniwash assembly o parts replaced: 334297 ¿ miniwash assembly ¿ returned sample analysis: the complaint sample was not requested to be returned and no photo(s) / picture(s) were provided ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #100245ra, revision 03 was reviewed. O hazard(s) identified? Yes no hazard ID: 3.1.29 hazard: environment biohazard cause: wash station backs up due to waste pump failure harmful effects: exposure to biohazard residual severity: 5 residual probability: 1 residual risk index: 5 ¿ root cause: based on the investigation result and fse¿s report the root cause was a defective waste pump ¿ conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for overflowing wash column (station). No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety.

Manufacturer narrative:
This pr is made to capture the correct instal date. The correct install date is (B)(6) 2017.

Event description:
It was reported that while using the bd facs¿ sample prep assistant iii that the washing column of the probe is overflowing. The following information was provided by the initial reporter: the customer reports that the washing column of the probe is overflowing. The customer cleaned the filter (which was clean) but the problem persists.

Event description:
It was reported that while using the bd facs¿ sample prep assistant iii that the washing column of the probe is overflowing. The following information was provided by the initial reporter: the customer reports that the washing column of the probe is overflowing. The customer cleaned the filter (which was clean) but the problem persists.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.